Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
It was reported that, on (B)(6), the patient had a blood patch done for a catheter leak with headaches. It was indicated that the patient¿s headaches stopped, but severe headaches returned after a couple of days when the patient was active. They were reportedly wondering if the patient had a loose catheter, granuloma, or chronic cerebrospinal fluid leak. It was stated that the patient was to have a lumbar MRI with and without contrast to evaluate a loose catheter tip granuloma. The device system was used to deliver gablofen.

Event description:
Additional information indicated that the patient had described a long standing leak around the catheter which was worse years ago than recently. The pump and catheter were replaced. The patient recovered without sequela. Per the reporter, the device contained normal saline.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8590-1 lot# n0044026, implanted: 2005 (B)(6); product type accessory (B)(6).

Event description:
It was later reported that no segments were left in the intrathecal space. The catheter was completely replaced.

Manufacturer narrative:
Upon device return, analysis of the catheter found a hole or a tear in the catheter body caused by the connector pin. It was also found that the catheter body was leaking past the barb on the connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.